Event description:
Admitted for elective orchiopexy. Induction of anesthesia with o2, n2o, halothane and relaxation with mivacron. Foloowing intubation EKG showed ventricular fibrillation, requiring resuscitation. Pt then resumed spontaneous respirations and returned of sinus rythmn, discharged with no sequelae. MFR's on site inspection of anesthesia machine demonstrated halothane vaporizer efficacy test not within test specs.